Event description:
A balloon ruptured on the first inflation at eight atm during an arteriovenous dilation procedure. Another unit was used to successfully complete the procedure with no pt complications. This device has been destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-op scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. These factors may have contributed to this event. However, without evaluating the product, co cannot determine the exact cause for this event.